Event description:
It was reported to boston scientific corporation in 2009, that a radial jaw 3 large capacity single-use biopsy forceps was used during a colonoscopy procedure performed the same day. According to the complainant, during the procedure, while attempting to open the device, the jaw broke exposing the metal inside. Furthermore, the site noted that the physician was able to retrieve the part of the device that broke free. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was able to provide the suspect device lot number; however, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.